Manufacturer narrative:
(B)(4). The service repair technician (srt) replaced the o2 sensor and ran applicable verification tests. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
Upon receipt of the device, the service repair technician (srt) reported that the electronic patient gas system (epgs) failed the oxygen (o2) sensor reading accuracy portion of the verification test. The o2 readings returned from the sensor were inconsistent. At set-point of 80% the central control monitor (ccm) read 82.0%, servomex o2 analyzer read 76.0% which is outside the limit of +/- 3%. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) found that by slightly agitating the oxygen (o2) sensor, the o2% displayed on the central control monitor (ccm) would vary 2-3% from 80% to 83% and back down to 80%. The reading on an external o2 analyzer did not vary with the change in ccm reading. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 1.83 volts which is within the specification of 0.55-2.758 volts. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.